Event description:
It was reported (on user facility medwtach #1022827) that when a device was used during an unknown procedure, that the metallic ring holding the endopouch edges broke causing the contents of the bag to spill into the operative site. Another pouch was without incident. There were no reported consequences to the pt.